Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed for tissue injury. It was reported that the mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a mitral annulus calcification shelf under the posterior leaflet and the posterior medial leaflet (pml) was prolapsed. The first clip (20216r146) was advanced and grasping was able to be performed quickly. Establishing final arm angle (efaa) was successful. While preparing to remove the lock line the mr returned significantly. It is possible the posterior leaflet tore. The grasp was released and a flail was observed that was not there previously. The clip was removed. A second clip (11026r248) was advanced and several grasping attempts were made. It was difficult to grasp the posterior leaflet. The grippers were dropped, however the posterior leaflet came out. The procedure was discontinued. No clips were implanted and the mr remained a grade 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as known a possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.